Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for supraventricular tachycardia (svt) in three separate episodes. The patient presented to the emergency department following shock delivery. Technical services (ts) reviewed the stored episodes and discussed the device was appropriately discriminating the rhythm until the rate went higher than 230 beats per minute (bpm). The device zones were programmed to 210 and 230 bpm. A new reference s-ECG was acquired, and the programmed zones were increased to 230 and 250 bpm. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for supraventricular tachycardia (svt) in three separate episodes. The patient presented to the emergency department following shock delivery. Technical services (ts) reviewed the stored episodes and discussed the device was appropriately discriminating the rhythm until the rate went higher than 230 beats per minute (bpm). The device zones were programmed to 210 and 230 bpm. A new reference s-ECG was acquired, and the programmed zones were increased to 230 and 250 bpm. No adverse patient effects were reported. This device remains in service.